Manufacturer narrative:
As per additional information received on 01/12/2022: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was inspected and no fault found. Additionally, all tests passed. In this report, box h has been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was inspected and no fault found. Additionally, all tests passed. The "problem code grid" has been corrected in this report. In this report, box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. No medical intervention was specified by the patient. The device has been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."